Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter has an error 4 issue. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with oral medication, diet, and/or exercise. The error 4 issue began on the morning (B)(6) 2013. The patient subsequently felt "sleepy and tired". There was no report of any required medication treatment to suggest a serious injury at the time of concern. During troubleshooting, the patient was getting the error 4 message when testing with blood. The test sample was drawn into the test strip. The patient was using the testing procedure per the instruction for use. The test strips were within the discard date. The issue was not resolved with training. This complaint is being reported due to the unresolved error 4 strip issue. The patient did not require any medical intervention and did not have any symptoms that would suggest a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 ans (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.